Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient out of ventricular fibrillation (vf) with two test shocks during induction testing. The patient had to be externally defibrillated out of vf. Radioscopy revealed the position of the electrode was lower than anticipated. Surgical intervention was performed and the electrode was repositioned. Afterwards, induction testing was successful in converting the patient out of vf. The electrode remains in service and there were no additional adverse patient effects reported.